Event description:
Reporter indicated that a patient had vns lead and generator replacement surgery performed on (B)(6) 2006, due to voice alteration with vns stimulation and dyspnea. Vns setting changes did not resolve the issues. The patient was also having shock-like sensations in the neck that did not correlate to vns stimulation. Vns diagnostics were reported to be within normal limits. The patient had no trauma and was not spastic. The patient was reported to be doing well following the vns replacement surgery. The reporter felt there could be some current leakage along the length of the lead causing the adverse events. The explanted devices were returned for analysis. No anomalies were noted with the returned lead portion that would affect device function. An opening was noted in the outer tubing. No anomalies were noted during the generator analysis, and the generator performed per specifications.